Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aortic neck was short at 9 mm, angulated 45-60 degrees, and without calcification or thrombus. It was reported after the talent bifurcated stent graft was placed, there was difficulty cannulating the gate. (MFR 2953200-2009-01742). The physician manipulated the gate with wires which caused the stent graft to be pulled down and resulted with a proximal type I endoleak on the final angiogram. A talent aortic cuff was then implanted proximally to resolve the leak, but the cuff covered the left renal. By using a balloon, the physician was able to pull the aortic cuff downward and uncover the left renal artery, with a good final outcome. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention performed) - occlusion. Aortic neck was short at 9 mm and angulated 45-60 degrees.